Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low left ventricular (lv) lead impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was obtained which indicated the patient was brought into the clinic and other pacing vectors were tried. The lv vector was reprogrammed and the lv impedance alert was programmed off.